Manufacturer narrative:
H10: multiple attempts have been made on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
G1 contact office phone: (B)(6).

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the support arm locking knob was broken. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the support arm locking knob was broken. The remote service engineer (rse) provided the bme with the part identification (ID) of the support arm per the bme's request.